Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2012; 0295 lead, implanted: (B)(6) 2016; fr995-25 tissue valve, implanted: (b)()6 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were shocked by their cardiac resynchronization therapy defibrillator (crt-d) while using a transcutaneous electrical nerve stimulation (tens) unit. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained from the clinic that the event happened with the patient¿s implantable cardioverter defibrillator (ICD) that was in use approximately (B)(6). The ICD has since been explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they had their ICD ¿die¿.